Manufacturer narrative:
(B)(4). Pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The low battery alarm functioning properly. However,unexpected replace battery and replace battery now noted in the pump history due to the loaded voltage (loaded vlith) display at the powergraph management tool shows abnormal behavior due to connector resistance (j6 pcb 1). After disconnecting and reconnecting the internal battery connector on j6 pcba 1, pump was monitored and functioned properly. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Event description:
It was reported that the customer got replace battery now alarm several times. Customer¿s blood glucose level was unknown at the time of the incident. Customer did not receive a low battery alert prior to the replace battery now alarm. The customer was advised that the pump will not be replaced. The product will be returned for analysis.